Event description:
It was reported that the blockers pulled off oasys screws. Rod pulled out of screws as well. A revision surgery was completed

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: risk assessment. Results: the customer event of the involvement of an oasys polyaxial screw non biased in rod disengagement was confirmed via x-ray images. The device was not returned for evaluation. No further evaluation possible. Conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that the blockers pulled off oasys screws. Rod pulled out of screws as well. A revision surgery was completed